Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the trunk cable had an open driven ground wire. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.